Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on with either ac or dc power. There was no patient involvement reported with the event.

Event description:
The customer contacted physio-control to report that their device would not power on with either ac or dc power. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer informed physio-control that the issue has been resolved, and the device does not need to be returned for further evaluation. The reported issue was unable to be verified and unable to be duplicated. Root cause is unable to be determined.